Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that pt stated ¿she felt stimulation the first day after surgery, but not since then.¿ post-op office follow-up x-ray was taken after np assessment and lead migration was seen at this time. Pt has weight loss surgery scheduled for (B)(6) 2022 and will schedule lead and possible battery revision at a later date. Additional information was received from a manufacturer representative (rep). The rep reported that patient reported to physician office post replacement surgery. Patient did not feel any stimulation, md ordered x-ray. On lateral x-ray the lead had pulled completely out of the foremen. No falls known, pt recently had gastric bypass, md will scheduled for lead revision after pt¿s weight has stabilized.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2gg9l, implanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 29-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that the old lead was removed and a new lead was replaced. The patient had lost 110lbs. Since their gastric surgery.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2gg9l implanted: (B)(6) 2022: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.